Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the titration phase of duodopa therapy, the patient experienced stomach pains since (B)(6) 2018. The patient underwent lab work which revealed a c-reactive protein (crp) level of 18. The patient was diagnosed with an unspecified infection and was treated with intravenous analgesic novalgin and intravenous antibiotic ceftriaxone.